Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was only able to view the time on the insulin pump. Troubleshooting was performed and customer reported that insulin pump was neither dropped nor bumped. The insulin pump will return. The customer's blood glucose was 213 mg/dl.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected missing segments or partial display was noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.